Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the system monitor had an internal rattle. The monitor was returned for repair.

Manufacturer narrative:
Incidental findings: corrosion on pcb. Manufacturer's investigation conclusion: the reported event of an internal rattling sound was able to be confirmed. The heartmate system monitor (serial number: (B)(6) ) was returned for analysis to the service depot. Upon testing, an internal rattling sound was confirmed. The main printed circuit board (pcb) was concluded to be the cause of the reported issue. The pcb and housing were replaced and the monitor was functionally tested and passed. The replaced pcb was returned to product performance engineering (ppe) for evaluation. The returned pcb was further investigated with ppe. The pcb was inserted into a test monitor and was functionally tested and passed. The event of internal rattling noises was unable to be reproduced with ppe. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate power module instructions for use (IFU), rev. C, section 2.5, entitled ¿setting up the system monitor for use with the power module¿, and the heartmate 3 IFU, rev. G, section 4, entitled ¿system monitor¿, instructs the user on how to setup and use the system monitor with the heartmate power module. This section also informs how to properly insert the data card to the cf slot on the system monitor and how to access and download the controller log files appropriately. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system monitor (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 24nov2014. No further information was provided. The manufacturer is closing the file on this event.